Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii) was contaminated. The was 10 occurrences in this event with no patient impact. The following information was provided by the customer: "customer states media is contaminated". Type of media (catalog and lot number) product # 221261 lot # 2174994. Was media contamination noticed upon receiving or at a later time? Before being put into use. Upon receiving: who is the distributor and what temperature was media shipped? Cardinal refrigerant. ·storage temperature of media? Are sleeves sealed during storage? Refrigerant, and they are sealed until use. Any recent temperature excursions? No. Was contamination noticed before or after inoculation? Before. Visual inspection. Bacteria or fungi contamination ¿ colony color? Cream. Location of contamination ¿ surface or sub-surface: surface. Was organism gram stained or identified? Pseudomonas sp, likely pseudomonas fluoprescens. Approximate quantity of product received in shipment? 37 cs. Approximate quantity of product contaminated? 10 plates. Product available to return? If so, are the sleeves sealed? (If sleeve is not sealed, return should be processed as a biohazard) yes.

Event description:
It was reported by the customer that bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii) was contaminated. The was 10 occurrences in this event with no patient impact. The following information was provided by the customer: "customer states media is contaminated". Type of media (catalog and lot number) product # 221261 lot # 2174994. Was media contamination noticed upon receiving or at a later time? Before being put into use. Upon receiving: who is the distributor and what temperature was media shipped? Cardinal refrigerant. Storage temperature of media? Are sleeves sealed during storage? Refrigerant, and they are sealed until use. Any recent temperature excursions? No. Was contamination noticed before or after inoculation? Before. Visual inspection: bacteria or fungi contamination ¿ colony color? Cream. Location of contamination ¿ surface or sub-surface: surface. Was organism gram stained or identified? Pseudomonas sp, likely pseudomonas fluoprescens. Approximate quantity of product received in shipment? 37 cs. Approximate quantity of product contaminated? 10 plates. Product available to return? If so, are the sleeves sealed? (If sleeve is not sealed, return should be processed as a biohazard) yes.

Manufacturer narrative:
H6: investigation summary: during manufacturing of material 221261, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history record for batch 2174994 was satisfactory and no quality notifications were generated during manufacturing and inspection. The release testing that is performed on this product does include bioburden testing. A sample of plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. All bioburden testing performed on this batch was satisfactory per bd internal procedures. Affected product does not have any sterility claims; the product is tested for bioburden prior to release to ensure that it conforms to product specifications. However, this does not ensure that the end-user will not receive a contaminated plate. The complaint history was reviewed and no other complaints have been taken on batch 2174994. Retention samples from batch 2174994 were not available for inspection. Sixty plates from batch 2174994 were returned as six unopened sleeves shipped in a box with packaging peanuts. Plates were inspected and 6/60 plates had surface bacterial growth (time stamps 0935, 0951, 0957, 1204, 1221). One affected plate was submitted to the ID lab and pseudomonas fluorescens was identified. Two photos also were received for investigation. One photo shows the bottom of a plate from batch 2174994 (time stamp 1218) with the plate print featured for batch verification. The other photo shows agar surface of a plate with a large colony. This complaint has been confirmed. Bd has identified a contamination trend for this product and the investigation found opportunities for bioburden reduction in the manufacturing process.